Event description:
It was reported the patient presented to technical services. During troubleshooting, it was determined the implantable cardioverter defibrillator exhibited a suspected loss of bluetooth communication. No changes or interventions were reported. There were no patient consequences.